Event description:
Persistent right knee swelling; right knee effusion; persistent knee pain. The patient received synvisc injections to the right knee beginning in 2002 and ending in 2003. Five days later, the patient developed persistent right knee swelling and right knee effusion. The patient was treated with arthrocentesis, nsaids, steriod injections, and ultimately arthroscopic surgery 2 months and five months later. Laboratory tests (unspecified) associated with the arthroscopic surgeries were reported as normal. The orthopedist indicated that the events "resulted in a persistent or significant disability," which was later clarified to have indicated the event of prersistent knee pain. At the time of this report, the patient has not yet recovered from the events, however, the orthopedist stated that the patient can perform daily activities. The orthopedist reported the symptoms of knee pain and effusion as related to the synvisc injections.